Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was cracked and required replacement. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site broke screen by running other equipment into the all in one (aio). The field service engineer (fse) replaced the cracked or broken aio monitor and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.